Event description:
The device was being used to treat a pt diagnosed with pulseless electrical activity and external pacing was initiated enroute to the hosp. The pt's rhythm was reportedly captured and verified by palpitation. The device then reportedly stopped pacing by itself. Pacing was restarted and allegedly shut off again by itself. The pt was delivered to the hosp and treatment was transferred to hosp staff. There were no adverse effects to the pt as a result of the reported event.